Event description:
It was reported that the patient was revised due to a leg length discrepancy and pain. It was reported the acetabular cup was very well fixed with good alignment. The femoral stem was left implanted.